Event description:
It was reported that the pump had clutch issue. There was no patient involvement, the event occurred during testing.

Manufacturer narrative:
E1: facility name - (B)(6) hospital. One device was received for evaluation. Visual inspection found a broken plunger case. Functional testing was able to duplicate the reported problem. It was determined that the root cause is due to the old and faulty position potentiometer. The position potentiometer was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.